Event description:
It was reported patient experienced discomfort at the pocket site and lead exhibited high impedances which led to ineffective therapy. As such, surgical intervention was undertaken where the lead and ipg were replace.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.